Manufacturer narrative:
The device history record for lot number tc30760 was reviewed and shows all inspected parts were received and accepted. No ncr's were identified on the inspection results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
Device is expected to be returned for the manufacturer review/investigation however, it is in the process of being shipped to manufacturer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system on (B)(6) 2020. The tx6 cannulated driver was reported to have broken intra-operatively. It was reported that the surgeon used a solid screwdriver to conclude the procedure. No patient injury was reported.